Event description:
The following has been reported: front case broken. A preliminary review of the logs was not performed. The device was returned due to damaged housing. The device housing shows no sign of damage or damage indicated in return approval. Internal investigation found no damage. Log files indicate sensor hardware failure (set ID sensor). Performed admin set ID test and unit failed. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. Set ID and battery packs (counter reset) will be removed and replaced during repair process. No other damage found. Reporting as a conservative measure for the set ID issue identified during investigation. No adverse effects were reported.